Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting out of range impedance measurements which triggered the lead safety switch (lss) on the associated pacemaker. Impedance measurements less than 200 ohms were observed. Additionally, no rv capture could be obtained in bipolar configuration. However, capture was appropriate in unipolar configuration. A lead fracture was revealed and a revision procedure was performed. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.